Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote monitoring on merlin.net. It was noted that non sustained right ventricular oversensing due to post paced t wave oversensing was observed on the implantable cardioverter defibrillator. Programming changes were to be made at a later date. The patient was to be monitored. There were no patient consequences.